Event description:
It was reported that the health care professional (hcp) wanted to review the stored episode. Upon review, it was found that the rhythm of this patient accelerated to vt zone due to overpacing. The implantable cardioverter defibrillator (ICD) appropriately delivered anti-tachycardia pacing (atp), and successfully terminated the arrhythmia. Normal ICD function based on programming was confirmed. Additionally, high capture thresholds was observed on the right ventricular (rv) lead, which was believed to be caused by moved since implant. Rv lead revision was recommended. Currently, the product remains in service and no additional adverse patient effects were reported.